Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported error code was not reproduced during evaluation. However, it is possible an expired bulb contributed to the reported error code. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿average lamp life approximately 500 hours of continuous use. With intermittent use, the lamp life may vary slightly.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error. The issue was found during an esophagogastroduodenoscopy/colonoscopy and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the scope socket had a loose connection and the turret motor was noisy. It was also noted that the lamp life was over 500+ hours and the lamp had a burnt mark.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.